Manufacturer narrative:
Inspection of the data showed that on the date of the event and around the time of occurrence, some errors were reported related to sample fill (aspirate sample from the tube) or tube empty messages. The cause was consistent with a sample tube being empty or not having sufficient sample volume. This would indicate a user error of incorrect sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas c111 system serial number was (B)(6). The last maintenance was performed on 21-dec-2022. The na electrode was changed on 05-sep-2023. The customer performed daily maintenance on the c111. He then did probe offset and electrode maintenance. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 9 patients' samples tested with ise sodium (na) assay on a cobas c111 system when compared to a cobas 600 c501 analyzer. Sample 1 (patient 1): 125.3 mmol/l. Rerun result: 137 mmol/l (tested on a different analyzer). Sample 2 (patient 2): 126.2 mmol/l. Rerun result: 140 mmol/l (tested on a different analyzer). Sample 3 (patient 3): 128.1 mmol/l. Rerun result: 135 mmol/l (tested on a different analyzer). Sample 4 (patient 4): 144.3 mmol/l. Rerun result: 158 mmol/l (tested on a different analyzer). Sample 5 (patient 5): 132.1 mmol/l. Rerun result: 139 mmol/l (tested on a different analyzer). Sample 6 (patient 6): 124.7 mmol/l. Rerun result: 132 mmol/l (tested on a different analyzer). Sample 7 (patient 7): 127.8 mmol/l. Rerun result: 144 mmol/l (tested on a different analyzer). Sample 8 (patient 8): 125.6 mmol/l. Rerun result: 136 mmol/l (tested on a different analyzer). Sample 9 (patient 9): 128.9 mmol/l. Rerun result: 136 mmol/l (tested on a different analyzer). The physician questioned the results and asked for the samples to be rerun. The repeat results were deemed to be correct.